Event description:
Philips received info from the customer that the flat panel display did not latch properly during an acquisition and almost struck a pt. There was no report of injury to the pt or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).